Manufacturer narrative:
The device in question was not returned to mmdg for evaluation. Mmdg is unable to verify the veracity of the complaint or otherwise evaluate the device. A DHR review was not able to be performed because no lot number was provided. Multiple follow up attempts were made by an mmdg clinician to gather more information, but these attempts were unsuccessful. With the information provided, it appears to be user error causing the green tubing to separate from the rest of the administration set.

Event description:
The initial reporter stated that they had "20 admin sets in 2 weeks and upon use, each bag broke and leaked formula." They stated that "bags were all breaking at the green tubing where it attaches to the machine." It was indicated that the device is being used on a patient, but the initial reporter provided no details about the patient. (B)(4).